Event description:
In 2007, this device was advanced outside of the sheath, and was unable to cannulate the contralateral gate of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The device was twice retracted through the sheath and advanced. Following the second retraction, the device and leading olive became disconnected from the delivery catheter at the junction of the trailing olive, and partially deployed inside the sheath. The physician was able to remove the device, delivery catheter and sheath successfully from the patient with no adverse event. An additional contralateral leg component was advanced and deployed. No further events were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.